Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e4, h3, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, the most probable cause of the complaint is cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the camera head coupler detached. The issue occurred during preparation for use. There were no reports of patient harm.